Event description:
A malfunction alarm was reported, identified with malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who assisted with resetting the pump, after which the malfunction code did not recur. Customer continued to use the pump.